Event description:
Patient reported that on two separate occasions the v-go device became detached from the patient body and fell off. One time the v-go was on the back of his arm and the second time the v-go device was located on his abdomen, and he accidentally knocked it off.